Event description:
Patient admitted for right hip replacement. Surgeon routinely performs post op films. Post op films revealed a fleck of metal seen on right hip. Surgeon notified. X-ray repeated on examination of stryker calcar reamer.